Manufacturer narrative:
(B)(4) (film evaluation).

Manufacturer narrative:
(B)(4) (film).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).

Event description:
Film evaluation: the aneurx is approx 5-6cm below the renals; the stent graft is relatively straight without any kinks, and is patent. Aortic cuffs have been implanted between the aneurx and up to the renals. The left side of the most proximal cuff (endurant) has infolded approx 15mm inwards. There is a proximal type I endoleak (or type iii) visible; likely caused by the infolding. Exact cause of the infolding is unknown; may be due to component oversizing from placement of a 36mm cuff within the 28mm aneurx aortic cuffs.

Event description:
It was reported that the patient presented emergently to the hospital and expired on the table before treatment. Films from approximately seven months ago were reviewed. The stent graft is approximately 5-6 cm below the renals; the stent graft is relatively straight without any kinks and is patent. Aortic cuffs have been implanted between the aneurx and up to the renals. The left side of the most proximal cuff (endurant) has infolded approx 15mm inwards. There is a proximal type I endoleak (or type iii) visible; likely caused by the infolding. Exact cause of the infolding is unknown; may be due to component oversizing from placement of a 36mm cuff within the 28mm aneurx aortic cuffs.

Event description:
It was reported that the patient returned for a secondary intervention. There were three aneurx cuffs to build up the graft and then an endurant cuff was placed up to the sma. On the final angiogram there was still an endoleak present. The stent grafts were then relined with an endurant cuff. At the end of the procedure there was still a slight unknown endoleak, it was either a type 1 endoleak or a type iii endoleak. The plan is for the physician to watch the patient and get a follow up CT scan in a month. No additional clinical sequelae were reported, and the patient is fine.